Manufacturer narrative:
A replacement power supply was sent to the customer. In a follow-up, the customer indicated that she did not see a fire, smoke, sparking or evidence of burning or melting, but there were exposed wires at the strain relief. She also indicated that she disposed of the original power supply and that no injuries were sustained as a result of the issue, but that she felt like the pump was not expressing milk. In clinical follow up, the customer she indicated that she experienced mastitis while pumping with the breast pump and was treated by a physician who prescribed a 5 day z-pack antibiotic. Her mastitis is resolved and she is no longer experiencing any symptoms related to it. She indicated that she received her replacement power supply and the pump is operating fine with it. She is weaning her infant as she has met her lactation goals. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The power supply was disposed of by the customer, so it cannot be definitively concluded that it caused or contributed to the mastitis. A conclusion cannot be made. As a result of CAPA (B)(6) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that she noticed that she wasn't expressing a lot of milk with her breast pump. Customer service completed troubleshooting with the customer, which indicated that there was nothing wrong with the pump. However, the customer mentioned during troubleshooting that she noticed some exposed wires on the cord for the pump's power supply. The customer did not report an injury.